Event description:
Copies of medical records were forwarded to shiley which indicated that the pt was initially evaluated in an emergency room and diagnosed with acute pulmonary edema. Further examination revealed acute mitral insufficiency "with embolization of the disc of the prosthesis in the abdominal aorta." The pt was subsequently transferred to the hosptial facility where emergency valve replacement surgery was performed. The pt survived surgery but experienced a "sudden elevation of arterial tension" upon transfer to pt's bed. According to the copy of the medical records, as a result of subsequent treatment, the pt became hypotensive and unstable. An intra-aortic balloon pump was inserted and pt was transferred to the intensive care unit. The pt was discharged home ten days after surgery.

Event description:
The initial reporter advised shiley that a pt with a bjork-shiley convexo-concave mitral heart valve had their valve replaced due to an alleged outlet strut fracture. Subsequent info received from the surgeon, confirmed that the pt was taken for emergency valve replacement surgery. According to the surgeon, the valve flange was removed, and x-rays showed that the disc was in the aorta and the strut was "possibly in the left atrium". According to the surgeon, the pt survived.